Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available. D9: device not available for evaluation. H6: the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, while using smoke evac pencil, coagulation function did not work well. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.